Manufacturer narrative:
H6: added codes based on the results of the investigation. Investigation summary no product was returned for investigation. Data logs were returned for analysis. Data log analysis confirmed suction alarms. Purge system blocked and high purge pressure alarms were seen, with an isolated instance of purge system blocked alarm which resolved within a minute, and persistent alarms on the same day. Purge pressure spikes with drop in purge flows were seen during these events, for the same p-level. No motor current spikes or trends were seen during this time. A placement signal alarm was seen at the beginning of the case, but resolved within a minute. An impella position in ventricle alarm coincided with the placement signal low alarm an resolved within the same timeframe. Placement signal and motor current showed no spikes or trends outside of p-level changes. Pump suction: clinical details mention albumin being administered to the patient for blood volume during impella support, with suction alarms resolving, as confirmed by data log analysis. The patient was making 400 ml/hr of urine output, and left ventricular end-diastolic pressure (lvedp) of 31. The pump flow had to be reduced due to suction alarms, and was only able to be restored to p-8 after blood volume increase after albumin administration. The patient's hemodynamic parameters were out of regular ranges with cardiac output (co) 3.7, cardiac index (ci) 1.9, mixed venous oxygen saturation (svo2) 42%, and lactate in mmol/l (la 3.3). Patient was administered blood products before explanting the pump. The root cause of the pump suction was most likely patient condition related based on provided clinical details and data log analysis. Access site adverse event: clinical details mention bruising at the impella access site. Activated clotting time (acts) were 109, with the doctor not going forward with anticoagulation management at the time. The patient received tenecteplase (tnkase) later and had bleeding from the venous sheath. The root cause of the access site bleeding was not determined due to lack of sufficient clinical details. Ischemia: clinical details mention that the patient's feet were cold to touch per the nurse. Knee immobilizer was requested for the patient and the patient was presumed to be neuro intact per the doctor. In order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hematuria: clinical details mention the patient having a urine output above 30 ml/hr and tea colored. The cause of the injury was not determined due to insufficient clinical details. Device history review pump passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had an impella cp placed to support a patient admitted in with cardiac history and a code in the field. The medical doctor obtained access to the right femoral artery, prepared and placed the impella cp in normal fashion. It was reported that there was leaks from the purge disk during set up and had to replace the purge cassette. No issues with priming of the impella afterwards. Furthermore, a hematoma was noted at the site and femstop was placed above the impella. The hematoma was managed. Distal pulses were not dopplerable to either foot and the patient is going to be monitored in the intensive care unit. Levophed was running, and heparin elected to be paused for now and bicarbonate was used in the purge. It was also reported that albumin was given due to suction alarms after the impella cp was dropped from p8 to p6. The patient's urine was noted to be tea colored. Bruising was noted but no bleeding or hematoma was reported. Pulses were doppler. Levophed and amiodarone were weaned off. Dobutamine remained. The patient received blood products. Later, the patient was weaned and survived. Additional information was received. The team later concluded that most of the hematoma was caused from the venous sheath placed on that side in the left ventricular failure. It was noted to be unrelated to the impella repositioning sheath.